Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patients ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned.